Manufacturer narrative:
Corrected: d9 and h3, please see d9 and h3 for further information. This report is being supplemented to provide additional information based on the legal manufacture's final investigation. The user reported that bacteria were detected in culture test on the subject device, the device was reprocessed again and re-culture tested which resulted in negative. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has/has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Attempts to retrieve additional information from the customer are in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unexpected contamination. The device had just come from the olympus service center and had not yet been used. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.